Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation to treat cystocle. It was reported that post implantation, the patient experienced pain, erosion, extrusion, vaginal scarring and urinary problems and underwent excision of exposed mesh on (B)(6) 2012. No additional information provided at this time. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, frequency of urination, infections and nocturia.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent removal of large amounts of exposed mesh and a modified kelly plication of cystocele, and multiple cystoscopies on (B)(6) 2014 due to exposed mesh, and anterior vagina. No additional information was provided.